Event description:
It was reported via repair work order that the bed lost all motor functions due to power coil cord and senor coil cord being smashed and shorting out the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: parts on order, customer to perform repair.